Manufacturer narrative:
This report is submitted on august 9, 2018.

Event description:
Per the clinic, the patient experienced pain with device use and subsequently underwent revision surgery to reposition the implant on (B)(6) 1999.